Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor implanted the catheter on (B)(6) 2022 and performed coronary artery bypass grafting. The operation lasted for 30 minutes, about 20 minutes after implantation, the patient developed a fever, and was given blood culture. At the same time, piperacillin tazobactam combined with vancomycin was used to fight infection. On (B)(6) the patient still has intermittent fever; therefore, the catheter was removed". Patient condition reported as "fine". Additional information has been requested as no other details was provided with the initial report submitted by complainant.

Event description:
It was reported that "the doctor implanted the catheter on (B)(6) 2022 and performed coronary artery bypass grafting. The operation lasted for 30 minutes, about 20 minutes after implantation, the patient developed a fever, and was given blood culture. At the same time, piperacillin tazobactam combined with vancomycin was used to fight infection. On 27 may the patient still has intermittent fever; therefore, the catheter was removed". Patient condition reported as "fine". Additional information has been requested as no other details was provided with the initial report submitted by complainant.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab "catheter related infection" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the doctor implanted the catheter on (B)(6) 2022 and performed coronary artery bypass grafting. The operation lasted for 30 minutes, about 20 minutes after implantation, the patient developed a fever, and was given blood culture. At the same time, piperacillin tazobactam combined with vancomycin was used to fight infection. On (B)(6) the patient still has intermittent fever; therefore, the catheter was removed". Patient condition reported as "fine". Additional information has been requested as no other details was provided with the initial report submitted by complainant. Additional information was received 27 july 2022 stated that there was no breach of sterility to the kit prior to use and aseptic technique was used when handling the device. The customer also stated that nothing unusual occurred during the procedure that would compromise the sterile field.

Manufacturer narrative:
(B)(4). The reported complaint of iab "catheter related infection" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.